Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08119. It was reported during a trial lead pull-out, an infection was noted due to pain and pus at the lead insertion site reportedly, the patient will consult with an infectious disease physician to determine treatment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08119. Follow-up identified the issue is no longer being monitored by the sjm representative, therefore the patient's next course of action is undetermined at this time.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.